Event description:
It was reported that the patient's right ventricular (rv) lead exhibited episodes of noise. The rv lead was capped and replaced on (B)(6) 2025. No patient condition was reported.

Manufacturer narrative:
Further information was requested but not received.